Manufacturer narrative:
Technician found that the head of bed will drift down whenever you lower the head and try to raise it right away due to a sticky head down valve. Replaced the head down valve (B)(4) to resolve this issue. Bed located in basement repair shop.

Event description:
Info received alleged that the head of the bed was drifting down intermittently. No injury reported.